Event description:
It was reported that during routine scheduled cath lab education, getinge representative was informed that over the weekend on 6 june 2026 dr kahn experienced some trouble getting a 50cc sensation plus through the included sheath. Attempt halted and that balloon was discarded. A second balloon was opened and inserted without further issues. There was no patient impact or injury.

Manufacturer narrative:
(B)(6). Issue overview. The failure mode "difficult/unable to insert iab through sheath" occurs when the intra-aortic balloon (iab) catheter cannot be smoothly advanced through the supplied introducer sheath. This may involve increased resistance, halted progression, or complete blockage. The issue can compromise appropriate iab placement, delay therapy, or require device replacement. Potential causes insertion difficulty can result from abnormalities in either the sheath or catheter, including: kinked or bent sheath. Unfolded sheath. Clotted sheath. Incorrect sheath size. Damaged sheath hub. Broken inner lumen. Inner lumen kink. Catheter kink. Unfolded membrane. These conditions obstruct the catheter path or increase insertion resistance. IFU guidanc the instructions for use recommend: using only the supplied introducer sheath. Other sheaths are not recommended. Grasping the catheter within 1 inch (2.5 cm) of the insertion site/sheath hub. Advancing the catheter in short, continuous, controlled strokes to prevent kinking and maintain guidewire control. Complaint trending two complaint records ((B)(4) and (B)(4)) have been identified since january 2023. Both were closed with no CAPA or escalation required. This failure mode is reviewed monthly in product trending metrics. Any triggers drive further investigation via CAPA as needed. Dfmea risk review dfmea 08-115-01 rev ad identifies the failure mode "difficult/unable to insert iab in sheath" across steps s1.60, s1.72, s1.77, s1.97, s1.98, s2.4, s2.8, s2.11, and s2.20. Across all entries: severity: 3 occurrence: 1 risk index: 0. Potential causes include: sheath kinking guidewire deformation membrane unfurling material/design limitations inadequate user training lumen kinking or insufficient clearance use of non-recommended guidewires all lead to a device unusable outcome. Labeling review reviews of ifus across all relevant iab product families (linear, sensation, sensation plus, mega, yamato plus, and trans-ray plus) confirm: each labeling set contains warnings, precautions, and instructions related to insertion difficulty. However, based on available information, it cannot be determined whether the devices in the complaints were used per IFU instructions. Conclusion no escalations are warranted at this time. The failure mode is documented in the risk file and is performing within its established risk profile. The ifus sufficiently address the reported condition. Investigations do not indicate nonconforming product release, manufacturing defects, adulteration, or counterfeit devices.